Manufacturer narrative:
The pump powered up properly after battery installation and no blank display was noted. There was no button error alarm during testing. The pump had an unresponsive act button due to the corroded keypad traces. They were unable to perform the operating current test due to the unresponsive buttons. The pump had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 466 mg/dl at the time of the incident. Caller stated that the pump had a blank screen and they could not get the pump to do anything. Caller stated that they have an old pump that the customer is using. Customer's mother was advised that the pump will need to be replaced. Customer's mother was also advised to have the customer discontinue use of the pump and revert to a back-up plan.